Event description:
It was reported that during a colostomy, following anastomosis, carried out with the electric circular, a pneumatic and endoscopic check was carried out. The pneumatic one was sealed. In the endoscopy, two bleeds emerged in the north and two in the south. Two endoscopic clips were successfully applied. On the second day the patient showed a fever of over 39 and on the fourth day he was channeled to the stool, showing bleeding. An endoscopy was performed and a dehiscence to the east of 1.5 cm closed with a clip emerged. On friday 17 the patient was operated on again and a proximal transverse colostomy was performed. Now the patient is well and recovering.

Manufacturer narrative:
(B)(4) date sent: 5/7/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? For the bleeds observed, were the bleeds in close proximity to the staple line? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Did the patient had any preexisting conditions or tissue considerations that could have contributed to the post-operative complications? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.